Event description:
It was reported the customer was hospitalized for high blood glucose on (B)(6) 2015. The customer's blood glucose was around 800 mg/dl at the time of admission. Customer reported experiencing nausea and vomiting prior to being hospitalized. The cause of the customer's hospitalization was from diabetic ketoacidosis and dehydration. Customer also reported being off insulin pump therapy for several days before being hospitalized. It was also reported the customer had high blood glucose because they did not receive their emergency supplies in time. The customer also treated their high blood glucose with manual injections. Customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.